Manufacturer narrative:
Database repair and system restart resolved the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray was unavailable due to an image processing malfunction on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.